Event description:
Ladg - "when the customer clipped a vessel, the clip arms crossed each other, resulted in inadequate hemostasis. Trying to remove the clip, he/she hurt the vessel and that caused bleeding. Then he/she clipped the vessel using several clips, stopped bleeding with an energy device and completed the procedure. The vessel diameter was 2 - 5 mm."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. This damage prevented the clips from properly closing. The unit was disassembled for further evaluation and all internal components met specification. In addition to the customer's experiences with units from this lot, similar incidents of scissoring clips involving this lot have been reported to applied medical; however, no root cause could be determined since the units either met current specifications or the products were not returned for evaluation. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact cause of the misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.